Event description:
This complaint is for emdr validation. It is not a real complaint (B)(6) 2014.

Manufacturer narrative:
This is a validation report for johnson & johnson, sterilmed emdr submission. It is not a real complaint. (B)(6) 2014.